Manufacturer narrative:
(B)(4).this complaint for a low drain volume alarm was not confirmed. Per the complaint information, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (renq-CAPA-(B)(4)).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during use during initial drain. The home patient (hp) stated there were lots of air bubbles in the patient line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2011 regarding the alarm. The home patient (hp) stated that the issue was resolved; however, the cause of the air in the line and alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, they did not receive any injury or medical intervention as a result of this incident. No allegations were made against any of the hp's dialysis products.